Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was damaged and would not run. It was determined that the seal was worn. It was further determined that the device failed pretest for check starting behavior and check power with power test bench. It was noted in the service order that the device had an undetermined malfunction. It was not reported if the event occurred during surgery or if there was patient involvement. However, it was reported that there were no delays to the surgical procedure and the procedure was completed as intended. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 1/14/2020 to 1/15/2020. H10: device evaluation update/ correction: upon further investigation of the device, it was also observed that the motor was worn. It was further determined that the statement indicating that ¿the motor of the compact air drive device was damaged and would not run¿ was incorrect in the initial report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.